Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. The device was returned to heartsine without a reported fault as part of an agreed goodwill commercial exchange. Information from the history log shows that there were multiple occasions, where the temperature drops significantly below the recommended minimum of 10ºc with a low of -4.1°c recorded. This would have resulted in lower voltages recorded and account for the low battery fails detailed in the log. The continual exposure to storage temperatures outside of the recommended indicated conditions has led to the device beginning to record multiple manual powerups mainly of 10 minutes duration as witnessed in the history log between the 17th september 2014 and the 12th july 2018. Additionally, the device was observed switching on automatically during the investigation at heartsine. The fault could not be replicated with a new membrane fitted. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Low battery fails. There was no patient involved in this event.